Manufacturer narrative:
Age at time of event - 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a damage and kink in the lap joint in the sheath assembly. Impedance testing shows a good unit wave form. It was observed that the catheter leaked at the lap joint when it was flushed. During image characterization testing, a good square image appeared in the ilab system.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that lost image occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified distal left circumflex artery. An opticross imaging catheter was selected for use. During procedure, it was noted that lost image occurred. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a damage in the lap joint in the sheath assembly.